Manufacturer narrative:
The returned implants are currently under investigation. A follow up report with results of the investigation will be submitted upon completion.

Event description:
A patient underwent an anterior cervical discectomy and fusion at c4-c7. At the 6-week postoperative visit, radiographs revealed the cage at c6-c7 had subsided. Two weeks later a radiograph revealed a screw backout on the inferior aspect of the plate. A revision surgery was performed on (B)(6) 2022. It was noted the patient had developed an infection which led to osteo and necrosis of the caudal vertebral. During the revision, the surgeon noticed that one tab on the inferior blocker broke off the plate. Additionally, one tab on the superior most blocker was bent and when he went to turn it, the tab broke off. All hardware was removed from the patient.

Manufacturer narrative:
A2. 58 y/o, dob: (B)(6) 1953. A3. Female. D4. Additional devices explanted model #: 336-0350 lot #: sm154226 UDI# (B)(4). Model #: 236-1-14514 lot #: 8857208 UDI# (B)(4). Model #:: 236-1-34014 lot #: 8857133 UDI#(B)(4). Model #: 236-1-14014 lot #: 8857203 UDI# (B)(4). D5. Health professional. H6. Investigation conclusions: 4310. H10: the dhrs for parts explanted were reviewed, and no non-conformances were noted in manufacturing (material, dimensions, and processes) were all within specification. Review of explanted devices shows significant damage primarily to the anterior face of the interbody cage, though the damage is consistent with the explant/removal process during revision, and it cannot be conclusively determined whether any of this damage occurred before revision of the subsided cage. Review of explanted devices additionally confirms that the blocker components at the two distal levels of the 3-level plate are fractured at one blocker wing. It was noted in the original complaint communication that during the revision, "one tab of on the inferior blocker broke off" and "additionally one tab on the superior most blocker was bent" and later broke off upon the surgeon actuating it. Based on the confirmed fracture of the blockers, it is likely that the blockers of the plate experienced significant post-operative loads due to an unstable construct. It was noted in a follow-up discussion with the surgeon the patient had an infection which led to osteo and necrosis of the caudal vertebral. The implant subsided by week 6 and by week 8 the blocker broke and the screw came out. The noted infection and necrosis of the caudal vertebral body increases the likelihood that the implant components would continue to see significant post-operative loading without fusion.